Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that one patient's images was loss. Upon checking with customer, quote for evaluation and repair service was sent to customer however customer did not approve the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the patient images were lost. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.